Manufacturer narrative:
Patient weight not available for reporting. UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter hospital contact telephone: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The 04.027.052s - l114482, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 06.sep.2016. Expiry date: 01.aug.2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a surgical procedure on (B)(6) 2017, the proximal femoral nail antirotation (pfna) blade would not obtain compression. Each time the pfna blade was tightened it became loose. Procedure was delayed approximately 30 minutes. No further information was provided. This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: upon visual inspection, the surface shows signs of usage; on the tip three (3) of the four (4) lips are hardly damaged, furthermore we have received the blade in an unlocked condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected which could lead to the complaint failure. The article was manufactured in september 2016. No non-conformance reports were marked in the DHR during production. The damage at tip is a result from contact with a hard material as metal (nail). Also we are able to say that the wrong screwdriver was used. During investigation a functional test was performed; the blade passed the functional test. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.